Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.analysis was performed and no anomalies were found, the distal conductor of the lead was extrinsically over-rotated and became extrinsically fractured due to over-rotation. The analyst also noted: distal conductor was distorted, over-retracted, fractured due to over-retraction. Helix does not extend.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was implanted and had bad pacing threshold with the first positioning. The physician tried to re-position the lead but the helix would not come out during the second positioning. The physician did not have another lead so the lead was replaced a few days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.